Manufacturer narrative:
B3: date is unknown, so estimated date was entered. C2/d10: concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. Urethral atrophy is acknowledged within the dfu and is not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent atrophy. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) implant device experienced recurrent incontinence attributed to tissue atrophy. The aus device had no malfunction or issues. A surgical procedure was performed during which the physician explanted the cuff and replaced it with a downsized cuff. No further patient complications were reported.